Event description:
It was reported that during a lap nissen fundoplication procedure, when the handle is closed the switch button is intermittent on max and min. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.